Manufacturer narrative:
Product evaluation: no products have been returned for analysis; the lenses remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor reported that for the last six months, following an unspecified number of cataract removal with intraocular lens (iol) implant procedures, he has noticed a feathering-like appearance on the iols. The surgeon feels that the issue is more noticeable in iol powers greater than 22.0d (diopters), as iols with powers greater than 22.0d have a faint crease in the iol which is still noticeable the day after surgery. He feels that it is in this crease that the epithelial cells migrate, on the anterior aspect of the iol. The surgeon noted that he polishes the anterior capsule for each patient. There has been no harm to patients reported, and there has been no action taken to mitigate the issue. Additional information was received from the surgeon, which indicated that the marks on the iols do not seem to be visually significant and are more of a cosmetic issue as they are not noticed by the patients. He noted that the optical outcomes with the lenses are excellent. The surgeon explained that the marks typically are slightly curved solitary lines with a feathery appearance and they are slightly off-center. The surgeon felt that this issue has become more frequent in recent years. The marks do not seem to change with time and there does not seem to be an associated increased incidence of anterior membrane formation. The surgeon also stated that the marks occur whether he loads the lens or it is loaded by one of several nurses at the two hospitals where the surgeon operates. It also seems that the marks may be more frequent when the lens is inserted through a tight wound. The surgeon suspects that the surface marks are due to one of the lens haptics being compressed into the surface of the lens during insertion; he indicated that this is based on the location and curvature of the marks and the fact that they seem more frequent with higher iol powers (thicker lenses) and with tighter wounds (reducing any stretch of the tip of the cartridge). The surgeon noted that he has used some preloaded lenses of the same material and has not had the problem of surface marks with these lenses; which may be due to most of the leading haptics of preloaded lenses tending to bow forward in front of the lens rather than being on top of the optic in the cartridge.